Manufacturer narrative:
Visual inspection during the investigation, some bloody residue tissues on the device were determined. Permeability test a permeability test has shown that all components are permeable. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves do not operate within the permissible tolerance in their respective relevant positions. A slower outflow of progav 2.0 and a accelerated outflow of the shuntassistant 2.0 could be determined. Adjustment test the progav 2.0 was tested and is not adjustable. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection after dismantling of the valves, deposits were found in both valves. Results in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can determine that there is a slowed outflow at the progav 2.0 in the horizontal position and an accelerated outflow at the shuntassistant 2.0 in the vertical position. Furthermore, we can determine that the progav 2.0 is no longer adjustable. The deposits visible in the valves are the cause of the functional impairments. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The examination of the returned item is complete with the creation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 with shuntassistant (20) (#fx413t) was implanted during a procedure performed on (B)(6) 2017. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.